Event description:
A power on reset (por) occurred and was able to be cleared. The pt was able to turn their stimulation back on and recharge. Add'l info has been requested.

Manufacturer narrative:
(B) (4).